Event description:
The customer reported multiple cartridge alarms occurring over several days, with specific alarms verified on august 31 and september 2, 2025. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as part of the resolution to address the issue.